Manufacturer narrative:
The customer reported that the device was spontaneously charging/discharging. A philip field service engineer evaluated the unit at the customer site and localized the issue to the paddle set. In 2009, the hospital biomed reported that he had replaced the paddle set and that this resolved the issue. He discarded the failed set.

Event description:
The customer reported that the device was spontaneously charging/discharging.